Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. A review of the system logs showed that there was a one wire error which caused the device to be set to have 0 remaining uses. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The cause of the observed condition was determined to be a result of the one-wire data becoming corrupted. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device preparation, the power handle stapler had an error message. The product's lifespan graphic was displayed on the display screen and could not be used even when the product was set to power shell. A manual stapler was used to proceed with the case. There was no patient involved.